Manufacturer narrative:
Device was explanted on (B)(6) 2019. Upon receipt, the ICD interrogation revealed the mos1 battery status. The device was implanted for 37 months and 13 charging cycles were recorded in the devices memory. The ICD was subjected to an electrical analysis. During the analysis the current consumption of the ICD was verified and found to be elevated. The ability of the device to deliver therapies was tested. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. At a next step the device was opened to inspect the inner assembly and to check the functionality of the electronic module. Visually no deficiencies were observed. The current consumption of the electronic module was directly measured. The measurement yielded an elevated current consumption. Further electrical investigations revealed that a low voltage capacitor of the electronic module was damaged. This caused an increased current consumption, leading to the clinical observation. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. In conclusion, the clinical observation resulted from a damaged low voltage capacitor on the electronic module. There was no sign of any inconsistency during the manufacturing process. It is therefore assumed that the damage occurred after the device shipment, however, the date of occurrence was not determinable.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The final acceptance test proved the ICD functions to be as specified. The returned device data have been analyzed. The analysis revealed that the clinical observation resulted from a current consumption higher than expected. Based on the information available for analysis, the root cause of the elevated current consumption was not determinable and requires an analysis of the device itself. A component damage cannot be excluded. Should further relevant information or the ICD itself become available for analysis, this investigation will be updated.

Event description:
It was reported that approximately 35 months after the implantation the device showed increased current consumption.